Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the valved trocar leaked during a procedure. The stream of the solution hits the microscope lens requiring continuous drying of the surface. The procedure was completed with no patient harm.

Manufacturer narrative:
Additional information provided. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. One opened trocar cannula/hub assembly was received and visually inspected and was found non-conforming with a cut in the septum. The exact root cause for this complaint is unknown, however, a potential contributing factor related to the manufacturing process of the valves has been identified. An investigation has been completed and manufacturing process enhancements are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).